Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 04:18 pm CT. The report number is being corrected from: 2134265-2018-64435 to: 2134265-2018-62894.

Event description:
It was reported that removal difficulty was encountered and the shaft broke. The 80% in-stent restenosed lesion was in the calcified distal right coronary artery. Pre-dilation was performed with multiple compliant and non-compliant balloon catheters. After a 3.0mm stent was placed in the mid rca and additional 20 x 2.50 rebel bms stent was advanced and deployed in the distal rca. However, the delivery system was unable to be retracted or pulled out. The delivery system was inflated multiple times trying to dislodge it. The physician continued to pull on the delivery system during removal attempts but ended up losing guide placement. The guide wire and the delivery system came out but the balloon tip was left in the distal rca. No patient complications were reported. Further information has been requested but has not been provided at this time. Returned product consisted of a rebel bms balloon catheter. The remainder of the device that returned were visually and microscopically examined. Visual examination revealed that the distal section of the catheter is missing. The exit notch, distal shaft, entire guidewire lumen, balloon, marker bands, tip, and stent are all missing. From the hub to the separation is approximately 139.2cm. The separation appears to be rough on half of it and smooth on the other which is consistent with it possibly snagging on something prior to separation. There are multiple kinks along the whole device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty was encountered and the shaft broke. The 80% in-stent restenosed lesion was in the calcified distal right coronary artery. Pre-dilation was performed with multiple compliant and non-compliant balloon catheters. After a 3.0mm stent was placed in the mid rca and additional 20 x 2.50 rebel bms stent was advanced and deployed in the distal rca. However, the delivery system was unable to be retracted or pulled out. The delivery system was inflated multiple times trying to dislodge it. The physician continued to pull on the delivery system during removal attempts but ended up losing guide placement. The guide wire and the delivery system came out but the balloon tip was left in the distal rca. No patient complications were reported. Further information has been requested but has not been provided at this time.